Event description:
It was reported that during an arthroscopy, the twinfix anchor broke while screwing in. The procedure was completed with a non-significant delay using a back-up device implanted in an additional bone hole. The broken pieces were removed from the patient using graspers. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Per complaint details, the anchor broke while screwing in; however, all broken pieces were removed using graspers. Reportedly the arthroscopy procedure was completed with a non-significant delay using a back-up device implanted in an additional bone hole. Responses to the information request have not been received as of the date of this medical investigation. Although no patient injury was alleged, the patient impact beyond the reported use of graspers, a backup device, an additional bone hole and a ¿non-significant¿ surgical delay could not be determined. No further medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.